Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "lec 42224". It was not specified whether this occurred during infusion or interrupted therapy. No patient consequences were reported and no adverse effects were reported.